Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) pictures were provided for evaluation. The pictures provided were visually inspected and disconnection of the blue dialyzer from the venous set was identified on one of the pictures. The second picture provides lot information. The defect was confirmed. Although the defect was confirmed, the exact root cause could not be determined without an actual sample to evaluate. A probable root cause could be due to insufficient solvent at bonded joint. A historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good item or lot number. Therefore, no formal corrective action is warranted at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: line disconnected from dialyzer.